Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11406r64, implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly. Corrosion was found on gears and shafts. The motor stall was attributed to the shaft bearing and gear pinion.

Event description:
It was reported that a motor stall occurred and never recovered; confirmed through event logs ((B)(6) 2014 at 16:05). The reported denied any mris or other sources of emi. The ¿stopped pump may exceed tube set¿ alarm was also heard and confirmed through telemetry. The patient presented to the emergency room (ER) the night of the report with under dose/withdrawal symptoms and restless legs. The patient was then admitted to the hospital. The pump was subsequently replaced the next day. The patient¿s status at the time of the event was said to be alive and no injury. The pump was used to deliver morphine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.